Manufacturer narrative:
Device evaluation summary the complaint was confirmed; the stent graft would not deploy. The root cause of the event could not be conclusively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was selected for use in a patient for the endovascular treatment of a 7.3 cm in diameter abdominal aortic aneurysm. An initial angiogram was performed and the renal arteries were marked. It was reported that the endurant delivery system was advanced to the level of the renal arteries. The physician attempted to deploy the endurant stent graft device, turning the blue handle however the outer graft cover did not move/deploy. The handle and the gray handle were inspected and the physician continued to turn the blue handle. The outer graft cover still did not move/deploy. The decision was made to remove the undeployed stent graft and delivery system from the patient. Another endurant stent graft was successfully used. The patient was not harmed. The physician stated that the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.